Event description:
Customer called customer service on (B)(6) 2010 and reported the replacement meter that had been ordered on (B)(4) 2010, to replace his freestyle lite blood glucose meter, was never delivered. He further reported that due to the delivery issue he sustained an unidentified "injury". Customer declined to provide any information regarding the nature of the injury that was sustained and disconnected the phone call. Two attempts to contact the customer to gather additional information have been made without success. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. No further investigation will be undertaken as complaint did not involve a product problem.